Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported sion black guide wire was returned for investigation. The returned sion black guide wire was found three-dimensionally deformed for approximately 60mm from the wire tip. A plaque-like reddish-brown substance was found wound around the outer coil at approximately 48mm from the wire tip. X-ray observation found widened coil pitch, where the foreign substance was wound around. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained/provided information and investigation outcome, it was presumed that bending stress generated with guide wire manipulation was applied to the subject sion black guide wire due to anatomical conditions, widening the outer coil pitch. As the plaque-like foreign substance was caught by the widened gap of the outer coil, clearance between the guide wire and the concomitant microcatheter lumen was reduced, increasing resistance between the devices. Although it was concluded that the reported event was not attribued to the product quality, it was concluded that damage to the vessel was likely caused. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] - always advance and withdraw the guide wire slowly. - observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. - never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. - if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. - if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunctions and adverse events] - damage to a vessel.

Event description:
It was reported that plain old balloon angioplasty (poba) was performed to treat an unspecified coronary artery. An asahi sion black guide wire was used, which crossed the septal channel and was advanced in the left anterior descending artery (lad). Attempts were made to advance an unspecified microcatheter over the sion blue guide wire, but the catheter stopped advancing along the way. Having been afraid of the catheter damage, the physician tried to exchange the sion black guide wire for another wire, without success. The concomitant microcatheter was then replaced with a new unspecified microcatheter, but the new catheter did not advance further into the lad. When the devices were removed as a unit, a hard and thick object which looked like a fabric was found adhered on the subject sion black guide wire. The object could not be removed with a tweezer or any other equipment. The procedure was successfully completed by using another unit of sion black guide wire but without additional treatment due to the event. It was informed that the patient had been already discharged.